Event description:
It was reported that an unspecified alarm occurred on the homechoice device during the priming phase of peritoneal dialysis therapy. The nurse reported that the device would not prime properly but could not specify the alarm that the homechoice was experiencing. The nurse planned to have the patient set up for therapy and would call back if troubleshooting steps were needed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of service history data revealed previous device servicing did not cause or contribute to the reported difficulty of an unknown alarm. Should additional relevant information become available, a supplemental report will be submitted.